Event description:
It was reported that during an office visit and interrogation of the device a message popped up electrical reset. Software was reloaded and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054 implantable pacing lead, implanted (B)(6) 2010. (B)(4).